Event description:
The customer observed falsely elevated architect total b-hcg results for one patient with a clinical diagnosis of pelvic effusion with cystic structure in the left ovary. The initial architect total b-hcg results was 44.17 miu/ml, retest <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68016ud02. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. The overall performance of architect total b-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency with the architect total ss-hcg assay for lot 68016ud02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k78 that has a similar product distributed in the us, list number 07k78, with 510k number k983424.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient with a clinical diagnosis of pelvic effusion with cystic structure in the left ovary. The initial architect total b-hcg results was 44.17 miu/ml, retest <1.20 miu/ml. No impact to patient management was reported.